Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unrelated repair, the field service technician checked the condition of fuse in the compressor mini and noticed that one fuse was stuck to the fuse holder. (B)(4).